Event description:
Information received from the field notes that the patient presented to the emergency room in ventricular fibrillation. The "fast patches" were applied on the left side of the device. The patient was externally defibrillated twice. There was no output when magnet was applied. The device will be replaced.